Event description:
It was reported that after an interventional coronary revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. When the device was removed, the clip was found to be deployed on top of the skin, which was removed with hemostats. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The operator was reported to be in training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. The starclose se device clip deploying on top of the skin can be influenced by, but not limited to; manufacturing, operator deployment technique, or a patient anatomical condition. During the manufacturing process all devices are inspected and verified for proper loading of clip onto carrier tube. A sample of devices from each lot must be successfully functionally deployed. The deployment technique of the operator can cause the clip to be deployed on top of the skin due to an inadequate nick and spread. The starclose se instructions for use (IFU) state under closure procedure that it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. However, the complaint information did not report any abnormal deployment technique of the operator. A patient anatomical condition can cause the clip to be deployed on top of the skin; however, the information provided did not report any abnormal deployment technique of the operator. There were no patient conditions associated with the clip misfiring and deploying on top of skin. A femoral angiogram performed prior to the procedure revealed no calcification, no tortuosity, or scarring at the access/groin site. Based on the reported information and the inspection criteria a definitive cause for the clip deploying on top of the skin and associated patient effects could not be determined. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.